Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that 3 patients presented with toxic anterior segment syndrome (tass) at the postoperative visit. The patient was instructed to increase the topical steroid to every 2 hours. The issue has resolved and patient has good visual outcome. This report is for the 1st of 3 patients.

Manufacturer narrative:
Additional information is provided. The manufacturer internal reference number is: (B)(4).